Manufacturer narrative:
Other relevant device(s) are: product ID: 9735943, serial/lot #: (B)(4), ubd: unknown, UDI#: unknown. The returned cable was analyzed. It was found that the ground prong was bent, but there is no other physical damage. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of procedure. It was reported that the system was following power leakage specification testing at 0.6 during a biomedical engineer checkout. No patient was present. Additional information was received. It was reported that the biomed team at the hospital determined that the power leakage was coming from the power cord and needed to be replaced.